Event description:
An email was received from a peritoneal dialysis registered nurse (pdrn) who reported that an unknown home patient's (hp) transfer set was leaking at the titanium adapter last night during his treatment. The nursing staff at the nursing home was instructed to tighten the transfer set and stopped his treatment due to the risk of contamination. The transfer set was loose but not all the way off. The nurse wanted to know if the hp should have their transfer set swapped and if the hp needs to start on an antibiotic. Hp has been on fortaz for approximately three weeks and today is his last day. No injury or medical intervention was reported. No additional information was available. Product surveillance contacted the pd nurse on (B)(4) 2012, regarding the leaking transfer set, the patient ended up coming in to the clinic the very next day and their transfer set was exchanged. Pd nurse did not recall the lot number of the transfer set or the titanium adapter and has already discarded both samples. She said nothing unusual was noted about the transfer set or the titanium adapter and stated that they gave the hp ip antibiotics as a precaution. She said that the hp is doing fine and is currently resuming with therapy without any problems. No additional information was available regarding the reported event. Report 2 of 2.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint is not confirmed and the root cause was undetermined.